Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose following a supply change and observed that the previously used cartridge was wet. Blood glucose was reported as high via sensor, and the patient removed the device, administered an injection outside of the system, and remained off the device temporarily. During troubleshooting, it was identified that the cartridge had been attached to the connector prior to insertion into the device, and the patient was educated that this order of assembly could damage the cartridge and cause leaking. Proper supply attachment steps were reviewed and understood. The patient planned to reconnect with new supplies after an appropriate interval and reported hydrating, with no follow-up requested unless further concerns arose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.